Event description:
It was reported to boston scientific corporation that a kink in the catheter of a resolution clip device was noted during a polypectomy procedure. According to the complainant, another resolution clip device was used to complete the procedure. There were a total of 4 similar occurrences reported during this procedure. Refer to MFR report numbers 3005099803-2008-5799, 3005099803-2008-5802 and 3005099803-2008-5804 for details regarding the other three clips.

Manufacturer narrative:
Visual examination of the returned device revealed that the clip assembly had been deployed and was not returned. The bushing was located outside the over sheath approximately one quarter inch from the distal end. The yoke, still attached to the control wire, was actuated and deployed as intended by design. Without evaluating the clip assembly, a full device analysis cannot be completed and the cause of the reported malfunction is undeterminable.